Manufacturer narrative:
Evaluation of the returned cat7 confirmed the distal shaft was kinked. Further evaluation revealed that the introducer was damaged. Forceful advancement of the cat7 into the damaged introducer may have contributed to the kink on the distal shaft. During functional testing, the introducer was advanced into the non-penumbra sheath without an issue. While attempting to advance the cat7 through the introducer, resistance was experienced due to the damage on the distal shaft, and the cat7 could not advance any further. A demonstration cat7d was unable to be advanced through the returned introducer. The cat7d was able to advance through a demonstration introducer and non-penumbra sheath without an issue. The root cause of the damaged introducer could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and non-penumbra sheath. During the procedure, the physician was experiencing resistance while advancing the cat7 through the sheath. Subsequently, after advancing the cat7 approximately 10 centimeters into the sheath, the physician removed the cat7 and noticed the distal end to be kinked. It was also reported that the physician decided to remove and switch out the sheath and lightning unit. The procedure was completed using a new cat7, lightning, and sheath. There was no report of an adverse effect to the patient.